Manufacturer narrative:
Pt's weight was changed (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were found on the catheter tubing approximately 37.1cm and 74.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 74.2cm. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The issue could not be resolved; switched to pressure source via central lumen without difficulty. There was no reported injury to the patient. Additional information: the patient was receiving a bath when an alarm "fiber optic cable malfunction" was generated.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The issue could not be resolved; switched to pressure source via central lumen without difficulty. There was no reported injury to the patient.